Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported approximately five months post stent graft implant the patient returned due to an occlusion in stent graft in two locations. The physician attempted to unclot the occluded artery but the attempts were unsuccessful. It was reported to medtronic that the patient was going to another state for treatment. No additional clinical sequalae were reported.